Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device had "lack of touch". It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: the date device returned to manufacturer was documented as march 2, 2018 in the initial report. This has been corrected to september 4, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. During evaluation, it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that there was no shift fork and lever assembly, and the functional assessment could not be performed. During service/repair, it was determined that the vanes were badly damaged and broken. It was determined that the issues were consistent with normal wear over time/ faulty parts. The assignable root cause was determined to be traced to component failure (faulty parts) , which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.